Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of device history log confirms multiple air in line alarm occurrences. Eval was unable to reproduce the air in line alarms and found the unit to be inoperable due to constant reload set alarms. The evals found the ultrasonic sensor readings to be out of spec caused by an unsecured connector on the processor printed circuit board. The connection was secured and the device performed as expected.

Event description:
It was reported that a spectrum pump constantly alarmed for air in line, when no air was present. It was also reported there was no pt involvement.